Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bent cannula or damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes bent cannula and damaged IV shield. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the needle protection cover was broken. The following information was provided by the initial reporter. The customer stated: "the needle cover is broken."